Event description:
It was reported that before the xpert device was removed from the packaging, it was noticed that the stent was partially deployed. The account did not have another sds available; therefore, the lesion was treated with dilatation only. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was stationary on the stent holder but not between the markers. The proximal end of the stent implant was 7mm distal to the proximal marker. The first three rows of the distal end of the stent implant were partially expanded. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.